Event description:
Found during testing. According to the reporter, the device won't power up in battery but will operate on battery if it is powered up in ac and then disconnected from ac power. There was no pt use associated with the reported incident.

Manufacturer narrative:
The customer did not provide the device's serial number and declined an offer of service from physio-control. Physio recommended replacing the power conversion pcb assembly, but customer did not purchase assembly.